Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. Upon system checkout, the computer was replaced. The system then performed as intended. The computer was returned for analysis. Under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that after installing the 2.2.8 software the system went into a no signal state upon restarting. Troubleshooting involved ensuring all the video cables were properly seated on to the video splitter also reseated all video cables, no changes occurred. No patient was present.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer would boot to the application screen but would be unresponsive when attempting to load the cranial application software. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.